Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she currently had air bubble in the tubing. Customer changed her set the day prior to the event occurring. Customer also noticed some air bubbles in the reservoir. Now she was read and it was causing irritation. Customer didn't recall her blood glucose level. Air bubbles located in the reservoir were soda size. Troubleshooting was performed and it was noted there was a big bubble at the bottom of the reservoir. Customer stopped troubleshooting as she was getting more air bubbles into the tubing and can't purge the one in the reservoir. Due to customer having issues with her site she was unsure where the insulin was coming out from. She stated her insulin when from 300 ml to 180 ml. Customer is not returning the reservoir for analysis.